Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the rca with 50% stenosis and vessel tortuosity but the device could not pass the lesion. No excessive force used. The physician changed another device to complete the procedure. No abnormality noted in the inspection before using. The lesion was pre-dilated. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the 8th distal segment is deformed. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure ¿ (stent deformation) stent deformed, patient¿s condition affected effectiveness of device (lesion morphology) ¿ 50% stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 50% stenosis and severe calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).